Event description:
It was reported that a lead safety switch (lss) occurred on this cardiac resynchronization therapy pacemaker (crt-p), for which a yellow alert was issued for high left ventricular (lv) lead pacing impedances measuring 2021 ohms. It was noted that the right ventricular (rv) lead impedances were also increasing and an alert had been previously issued for right atrial thresholds. Boston scientific technical services discussed programming options. This crt-p, lv, rv, and right atrial (ra) lead remains in service. No adverse patient effects were reported.